Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he passed out and had a vehicular accident due to low blood glucose. Customer was close to home, so he walked home and the paramedics came to his residence. The paramedics administered glucose. Customer did not go hospital. The blood glucose reading at the time of the event was 29 mg/dl. Nothing further reported.